Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Customer addressed bg by administrating a manual injection and a correction bolus via pump. Customer also received insulin from hcp. Customer went to the emergency room and was subsequently hospitalized on (B)(6) 2022. Customer was provided with and IV and fluids of saline and insulin. Customer was released from hospital on (B)(6) 2022. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.